Manufacturer narrative:
The freedom onboard battery was tested and was found to be fully functional with no anomalies. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1 (2 of 2).

Manufacturer narrative:
The freedom onboard battery has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom onboard battery was not supporting a patient. The reported issue is reported under two separate medical device reports: (1) freedom driver s/n (B)(4) (MFR report # 3003761017-2019-00014) and (2) freedom onboard battery s/n (B)(4). The customer, a syncardia certified hospital, reported that they were preparing a freedom driver s/n (B)(4) for a patient and the driver alarmed and then shut off. The customer also indicated the freedom onboard battery s/n (B)(4) may have caused the fault alarm.